Event description:
It was reported by the aci clinical affairs manager that a (B)(6) male patient underwent an atherectomy procedure to treat the anterior tibial artery, on (B)(6) 2012. There were 2 sheath exchanges. The pt had clinically significant peripheral vascular disease in the vicinity of the access site. Peri-procedure the patient was anti-coagulated with asa, clopidogrel (plavix), and bivalirudin (angiomax). Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured. The device was removed from the pt and a second mynx grip vascular closure device 6f/7f was deployed. The balloon on the second device also ruptured. The second device was removed and the pt was converted to approx 30 minutes of manual compression. Hemostasis was achieved with no further complications. The pt was ambulated and discharged on (B)(6) 2012. No complications were noted during the patient¿s office visit (post discharge follow up) on (B)(6) 2012.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. See medwatch report 3004939290-2012-00260 for the first device used in this procedure.